Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for a clamp - unknown lot. Additional procode lxt. This device is used in external fixation and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the clamp was unable to hold. There was no patient involvement. This complaint involves one (1) device. This report is for a clamp. (B)(4).